Event description:
It was reported that the patient reported to the emergency room after hearing tones from their implantable cardioverter defibrillator (ICD). A lead integrity alert (lia) was triggered due to impedance variation, short interval counts (sic), and noise on the right ventricular (rv) lead. The lead was oversensing p wave signals. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).